Manufacturer narrative:
The investigation of the returned coil system found the hypotube broken at the proximal section. The implant was returned separated from the pusher with coils stretched, damaged, and deformed. The pusher¿s heater coil showed no signs of activation using a detachment controller. The pusher's monofilament was found to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Please see h10 for investigation results.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The detached coil could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during the treatment for a left supraglenoid ica aneurysm, the physician planned to deploy coils through a microcatheter jailed inside the aneurysm after implanting a stent. The physician attempted to deploy the third coil; however, encountered resistance while pushing the coil and decided to remove the coil. During an attempt to re-sheath, the coil detached inside the microcatheter, and the proximal pusher wire broke. The physician then pulled out the microcatheter with the entire coil inside its entirety. There was enough stasis inside the aneurysm and the procedure was stopped. It was reported that the patient tolerated the procedure well, was extubated and shifted to ICU, and later discharged with no injury reported.